Event description:
During the patient's procedure, the surgeon attempted to insert a 6.5 center screw into the baseplate, but it got stuck on the inner threads of the baseplate, preventing it from advancing to the correct position. Trying a different screw yielded the same results. Subsequently, the surgeon opened a new baseplate, and without any issues, the screw properly engaged with the baseplate. This event occurred during a primary surgery. There was no debris reported, and if any had been present, it was successfully removed from the surgical field or the patient.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the event involved a product problem indicating a non-conformity, adverse trend, or unanticipated hazard due to a manufacturing issue which has been elevated to an nc to investigate further and determine the root cause of the event. If any additional information is provided, the investigation will be reassessed. H3 other text : device discarded.